Event description:
It was reported that the patient experienced an urgent low blood glucose of 50 mg/dl while using the ilet system, with the cause of hypoglycemia unclear; the caller administered one 8 g glucose tablet and was advised to give another tablet and recheck in 10¿15 minutes, noting the patient had recently eaten a peanut butter and jelly sandwich. Symptoms included hypoglycemia. Outcomes included on-site treatment with oral glucose and no hospitalization. Investigation included a complaint assessment and user troubleshooting and education regarding treatment of low glucose and avoidance of overcorrection. Investigation of this case revealed no confirmed device malfunction or component failure and no pattern indicating a device-related cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.